Manufacturer narrative:
(B)(4). The complaint infant warmer was manufactured in 1999. Fisher & paykel healthcare has requested photographs of the complaint device from the customer to aid in our investigation of this complaint. We will provide a follow-up report upon receipt of the requested photographs and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that there are cracks in the legs of an iw930afu cosycot infant warmer. No patient consequence was reported.